Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had a sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that sensor cannula is missing and it possible broke off. Customer is not reporting the sensor cannula or introducer needle fracture while in the body. Customer was advised to return the sensor and we will send replacement. Customer declined troubleshooting for the led not flashing.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.